Event description:
It was reported that a patient had been experiencing an increase in seizures due to an unknown reason. The patient's device was not at neos. No further relevant information has been received to date.